Manufacturer narrative:
The insulin pump had minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer would like her insulin pump exchanged for one that does not have the scroll wrap issue. She stated her insulin pump would go to 200% when she attempted to do a temp basal. The customer's blood glucose levels are unknown. The product is not being returned. Nothing further was reported.